Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed multiple inaccurate fill estimate values of 60 and 105 units. Reportedly, a cartridge was filled with 300 units of insulin. There was no reported adverse impact to the customer's blood glucose levels. Multiple attempts were made by tandem technical support to follow up with the customer; however, all were unsuccessful.